Event description:
The subject pacemaker was implanted on (B)(6) 2020. Reportedly, post-implantation, the rate response was activated and immediately resulted in a pacing rate. The rate response was therefore immediately disabled.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject pacemaker was implanted on (B)(6) 2020. Reportedly, post-implantation, the rate response was activated and immediately resulted in a pacing rate. The rate response was therefore immediately disabled.